Event description:
Rptr c/o extreme fatigue, joint pain, blurred vision, dry eyes, hearing loss, and irregular heart beat. Implants were removed and were intact did not rupture. They were retrieved by atty.